Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline flex were returned for evaluation. The pushwire was found to be stuck inside the microcatheter. The tip coil appeared to be damaged. The distal and proximal ends of the pipeline flex were found fully opened with damaged braid. The middle section of the pipeline flex was not opened due to damaged braid. No other anomalies were observed. Based on evaluation of returned devices, the report that the pipeline flex did not open in the middle section was confirmed. It is likely that the damage to the braid on both ends of the pipeline flex is the result of the physician resheathing the device more than the recommended two times. The cause of the pipeline flex not opening fully in the middle (hourglass shape) could be a combination of damaged braid, patient anatomy, and physician technique. All products are 100% inspected for damages and irregularities during manufacture. Per pipeline flex instructions for use: the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the microcatheter. The system is designed to allow for two full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than two full cycles may cause damage to the distal or proximal ends of the braid. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open properly in its middle section. The patient was being treated for an unruptured, saccular, left cavernous carotid aneurysm. The physician deployed the pipeline flex; the distal part opened properly, but the middle of the device did not open (hourglass shape). The pipeline flex was resheathed to try again. Every time the device was deployed, it remained hourglass shaped. After the fourth try, the pipeline flex was resheathed and removed from the patient. Another pipeline flex was used to finish the case successfully. There was no report of patient injury as a result of this event.